Event description:
The surgeon attempted to use an aq28s cartridge. The lens came out of the cartridge with a cut on the optic as if something inside the cartridge cut the optic. The cut was not noticeable until the lens was implanted in the eye. Lens was removed. No pt event or injury.